Manufacturer narrative:
The initial MDR 2517506-2017-00436 was filed on april 21st, 2017. Additional information (04/26/2017): upon follow up, the customer stated the issue was an operator error. The customer resolved the issue on their own and a siemens service engineer was not needed on site. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls (qc) were within range but declined to provide qc data. Ccc asked the customer if the sample can be repeated on the original analyzer, but the customer stated the sample has been discarded. The cause of the discordant, falsely low ck result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely low creatine kinase (ck) result was obtained on one patient sample on a dimension exl with lm instrument. The initial run resulted below the assay range. The sample was rerun on the same instrument, resulting low. The discordant result was reported to the physician(s). The result was questioned as it was not consistent with elevated results previously obtained for the patient. The sample was then repeated on an alternate dimension instrument, resulting higher and matching with patient history. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ck result.